Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the pt had a carotid - subclavian bypass procedure done in preparation for the endovascular procedure the following day. It was reported that the physician did not start deployment of the stent graft proximal enough. The physician deployed half the bare spring and then used the trigger to deploy the remainder of the stent graft because he did not want the stent graft to deploy misaligned. This resulted in 3/4 of the carotid artery to be occluded. The physicians elected to approach the carotid artery through the brachial vessel. The physicians implanted another MFR's balloon expandable stent to re-open the vessel. The stent delivery catheter was discarded by the user facility. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: arterial and venous occlusion. Conclusion: stent graft inaccurately placed.